Event description:
It was reported that before the surgery the pulsavac battery pack shorted out and left small black particle residue. There was no patient involvement. Due diligence is complete as no additional information are available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.